Event description:
A customer observed imprecise, biased valproic acid (valp) results for quality control fluids and pt samples. The biased pt sample results were not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that there is no evidence to suggest that the vitros 5,1 fs analyzer or valp reagent pack was not performing as expected. The root cause of this event is unk, however, valp pack reagent handling could not be ruled out as a potential root cause. The suspected root cause is consistent with using the valp reagent pack beyond the manufacturer's recommendations as stated in the instructions for use for the valp reagent.